Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code 14. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to call back if the issue happened again, which they understood.